Manufacturer narrative:
Patient / client claims that the seat did not support him as intended which resulted in his injuries sustained due to impact with front seat support tube. It is our belief that the user / caregiver failed to latch the front seat brackets and this allowed the seat to slide forward and detach from the chair. Through analysis performed by mr. (B)(6), with the brackets mounted in the proper position, nelson was unable to replicate johnson's account of the accident that he slipped "into the hole, in the slot that's in the hole" and "I heard, like, a crack and the seat was sitting next to me and I was on top of the bar that was underneath the seat." Raz's insurance company has retained an expert forensic engineer who will be conducting additional testing on an identically configured chair.

Event description:
The client reported that he was sitting in the chair in the shower when the seat slid forward and he fell into the chair, which caused an injury. It is our belief that the user / caregiver failed to latch the front seat brackets and this allowed the seat to slide forward and detach from the chair frame.